Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During device evaluation, white foreign material was found in the nozzle. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.